Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the guidewire damaged the left ventricular lead insulation. The lead was not used and a new lead was implanted. The patient did not experience any adverse event.